Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: robotics surgery. Detailed description of event: after insertion of the bag it was difficult to deploy the bag. Both open and close. The guide bead fell off during use. Patient status: no patient injury. Type of intervention: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the damaged detached bead was provided by the user facility, which confirmed the complainant's experience of bead separation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: robotics surgery detailed description of event: after insertion of the bag it was difficult to deploy the bag. Both open and close. The guide bead fell off during use. Additional information received from applied medical representative via email on 22mar22: the customer confirms that no parts were left in the patient. The bag was not damaged. The bead separated from the cord and was damaged during the procedure. Patient status: no patient injury. Type of intervention: ni.